Event description:
Global pharmacovigilance (gpv) received a report from a us nurse of patient experienced peritonitis after touch contamination. A culture returned (B)(6) in male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services the following information was received: on an unreported date, the patient's transfer set came loose and was accidently kicked. On (B)(6) 2011 the patient was hospitalized. The cause of the peritonitis was related to the touch contamination of the transfer set. It is unknown what treatment was administered. On (B)(6) 2011, the patient recovered from peritonitis. It is unknown if the patient was retrained regarding aseptic technique. Dianeal therapy was ongoing. The nurse reported the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). It is unknown if the transfer set had been changed recently; therefore, a sample was not available for evaluation. The lot number was not provided, therefore a batch review could not be conducted. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers ( h11e02069 and h11d20049) with no defects noted. The cause of the peritonitis was undetermined. A trend review was conducted and similar reports have been received for the reported problem. This issue has been escalated to CAPA.